Manufacturer narrative:
Insulin pump received with operating currents within specs and passed self test. No failed battery test alarms were noted. Hardware low level failures confirmed in pump history with variable (009) due to software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure error. The customer¿s blood glucose was 118 mg/dl. Customer states they were able to clear and rewind the pump but pump alarm hardware low level failure alarm again multiple time. The pump alarm failed battery test alarm and customer was able to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.